Event description:
It was reported that the customer was hospitalized with high blood glucose levels (>600 mg/dl) and dka. The customer was bolused for correction. The customer was in the hosp for 5 days because of dka and virus.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.